Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient under went an acetabulum revision, once the ceramic liner was removed, the issue was noticed, any loose pieces were then removed from the surgery site. A size 36 0 degree x3 poly liner was implanted in its place.

Manufacturer narrative:
An event regarding crack/fracture involving a trident liner was reported. The event was confirmed following visual inspection during mar. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2018 which indicated: the trident alumina insert is composed of a titanium sleeve and ceramic insert. The sleeve was observed to have explantation damage. The ceramic insert was fractured and observed to have metal transfer marks. The fracture surface was observed to have secondary damage which obscured the fracture surface and prevented further analysis. Material analysis: a material analysis has been performed. The report concluded: "the femoral head was observed to have wear and metal transfer marks. A continuous metal transfer ring was observed on the internal circumference of the female taper consistent with proper seating between of the trunnion of the hip stem and the head taper. The fracture origin of the trident alumina insert could not be determined due to secondary edge chipping which obscured the fracture origin. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined." -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a mar was performed and concluded "the femoral head was observed to have wear and metal transfer marks. A continuous metal transfer ring was observed on the internal circumference of the female taper consistent with proper seating between of the trunnion of the hip stem and the head taper. The fracture origin of the trident alumina insert could not be determined due to secondary edge chipping which obscured the fracture origin. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined." The exact cause of the event however could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Patient under went an acetabulum revision, once the ceramic liner was removed the issue was noticed, any loose pieces were then removed from the surgery site. A size 36 0 degree x3 poly liner was implanted in its place.